Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the battery charger would not power on. Upon evaluation, the power supply was defective and lacked an output. The cause of the inability to power on is the defective power supply. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was emitting a clicking sound.